Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection. On (B)(6) 2017, the patient commenced 625mg of oral augmentin, bid for a duration of 1 week for the stoma site infection. On an unknown date, the patient experienced (B)(6) in the peg site. It was unknown when peg site swab was taken or if any treatment was provided. At the time of report, the patient remained in respite in the nursing home and there was no interruption to duodopa therapy.